Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this female patient's right knee was revised due to excessive wear. Revised to a packaging compliant poly insert. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain photos/x-rays. Product not returning - not available.